Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead returned and analyzed; no anomalies found. Blood/body fluid present on the proximal conductor and in/on the helix mechanism. The outer insulation was breached cut; apparent explant damage.